Event description:
It was reported that the coating peeled off. The target lesion was located in the severely tortuous hepatic artery. Three 135/20 renegade hi-flo kit were selected for use. During procedure, it was noted that the coating of the guidewire peeled off. Another two microcatheter of the same batch were unpacked but the same problem occurred. The device was simply pulled out and there were no fragments left inside the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.